Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was making a squealing noise. The swivel was loose. The spring seal was damaged. The poppet was stuck in the handle and unable to be removed. The reciprocating arm was jumping and erratic. The motor was failing. The bearings were worn. The ball plunger was worn. Rpms were unable to be taken. The control bar was in position but loose. The interior of the head and neck was covered in rust. There was corrosion on the motor and swivel. The motor, swivel, control lever, spring seal, reciprocating arm, ball bearings, and poppet were replaced. New vespels and semi-circles were installed. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repaired, follow-up will not be conducted as there was no alleged event or malfunction reported for this device when it was sent in for maintenance. During the investigation it was found that the unit had inconsistent speed. There was no patient involvement. Due diligence is complete.